Event description:
The hospital reported that the output of the vaporizer was not as expected. During testing of the vaporizer in the manufacturing facility the output of the vaporizer was noted to be low to manufacturing specifications. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.